Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-25014. It was reported stimulation is more irritating than helpful and is not providing effective coverage. It was also reported the pt is receiving stimulation in unintended areas. Reprogramming did not provide resolution. X-rays were taken and revealed no anomalies. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.